Event description:
It was reported that there were coupling or communication issues between the device and the recharger. The reporter stated that the patient had a new implant and had only been trying to recharge for the past few days, but had not been able to reliably get more than two (of eight) coupling bars. It was reported that the implantable neurostimulator seemed tilted in the pocket. It was noted that the doctor would be talked to about a revision of the pocket site. Two weeks later, it was reported that the cause of the event was that the device couldn't charge and there were zero coupling bars. The reporter stated that there was partial flipping of the implantable neurostimulator. It was noted that a revision was done on (B)(6) 2012. The reporter stated that the implantable neurostimulator was moved closer to the surface and some abdominal adipose issue was removed. It was noted that signs and symptoms of the event included the device not charging. It was reported that there was no hospitalization and a health care professional used the scarpa's fascia to stabilize the generator. Five days later, it was reported that prior to the revision, there were repeated attempts to recharge the patient's battery, each which proved unsuccessful. The morning of the revision there was another attempt to troubleshoot. The reporter stated that impedances were normal, and other than the "obvious tilt" and excessive depth of the implanted device, no other challenges were noted. It was reported that after the revision the patient was experiencing challenges with the abdominal incision healing as desired. It was noted that the battery was in the left abdomen. The reporter stated that the physician was continuing to monitor the patient closely and had her on antibiotics and attending the wound care center. It was reported that the patient's device functioned appropriately and the only challenge was complete healing of the one incision that was reopened for the revision. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4) .